Manufacturer narrative:
The insulin pump was received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. Unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no esc button response. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 270 mg/dl at the time of incident. The customer reported the insulin pump may have been exposed to moisture. It was also found the customer's blood glucose rose to 576 mg/dl in the past. The customer has attempted to treat their blood glucose with the insulin pump. Customer also declined to check for the presence of leaks or air bubbles during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.